Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2024 wherein, the ipg was repositioned to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site after significant weight loss. Surgical intervention may take place to address the issue.